Event description:
A malfunction alarm with code "malf 12" was reported. There was an unknown impact on the customer's blood glucose level, as the customer declined to answer if it exceeded 500 mg/dl. Customer technical support (cts) replaced the pump with a new one and provided instructions for the customer on handling and returning the malfunctioning unit. The caller was informed about the replacement process, agreed to the actions, and planned to use multiple daily injections (mdi) as a backup therapy until the new pump arrived.